Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient presented with a bilateral iliac artery occlusion. It was reported the patient had a tortuous anatomy and the vessel had calcium with chronic total occlusion. Both iliac arteries were treated with gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). As reported, an 8 x 39 vbx device was implanted in the left iliac artery with no issues. The occlusion on the right side required ballooning to allow for device advancement. An 8fr terumo 10cm sheath was used to advance an 11 x 59 vbx device over an .035 amplatz guidewire. As the physician attempted to cross the right-side lesion, the vbx stent appeared to catch on a calcium and the vbx stent was dislodged from the vbx delivery catheter. The affected vbx device was gently removed through the sheath along with the catheter. A new 8 x 59 vbx device was advanced, deployed and ballooned to the required size. The patient tolerated procedure.